Event description:
Customer reportedly obtained results of 554 mg/dl, 126 mg/dl, and 119 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Customer was unsure which strip lot produced the results reported. Other lot reported was expired: 20676341, exp: 04/30/09.